Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient went in to have their battery turned off for a nerve conduction study and when they came back to have it turned back on, it gave an impedance error. It was unknown what environmental/external/patient factors may have led or contributed to the issue, and it was unknown what diagnostics/troubleshooting was performed. Actions/interventions taken included turning the battery back on. It was noted that the issue was not resolved at the time of the report. No patient symptoms were reported. No further complications were reported/anticipated.